Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing due to far-p wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended. No further information is available.